Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker battery had seven years post lead procedure and recently had three years remaining. Moreover, output was set to 1.7 in the atrial and 2.0 in ventricular then recently at 2.0 volts. Boston scientific technical services (ts) then discussed saved to disc for engineering to run a battery estimate. Further, it was noted that the remaining charge was 92 microwatts and 216 percentage of the power was being used. Also, the clinician had mentioned that the outputs were programmed few months ago at 5.5 volts. Ts then explained that the consistent high output contributed to the decrease in longevity and that the average power level may take up to a month to adjust with the changed output settings. To date, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating that reprogramming was done and there was no adverse patient effects reported. Hence, a supplemental report is being filed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker battery had seven years post lead procedure and recently has three years reading. Set both a and v to 2.0 volts. Boston scientific technical services discussed save to disc to send for engineering battery estimate. Healthcare practitioner discussed battery information in the programmer. Ts further explained the event and discussed that this is consistent high output is contributing to the decrease in longevity. However, clinician reported that the current power consumption was listed 92 microwatts. Will submit files for engineering analysis. This pacemaker remains in service. No adverse patients effects were reported.